Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump alarmed hardware low level failure alarm during self test and confirmed in the pump history due to broken electrical board trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 65 mg/dl. Customer was treated with food and orange juice for low blood glucose level. Customer declined to troubleshoot. The insulin pump will be returned for analysis.